Event description:
During a remote session with the customer, varian identified that the dose rate table for open field and all accessories for all energies was misconfigured, treating with around 10% less dose for small fields and up to 23% more dose to big fields. It was noted in the report that pts received an incorrect dose that is considered very beyond the tolerance for tps calculation accuracy. The differences in dose calculation and delivery depend on the field size. The difference is 0% for fields around 10x10 cm2 and the dose is lower than desired for fields smaller than 10cm down to -11% to the smaller field 3x3 cm2 and the dose is higher than the desired for fields bigger than 10cm up to 23% to the maximum field of 40x40 cm2. I oriented that their doctors should be informed and the error to be registered. At this time, the customer has not provided any info on the status of the treated pts.

Manufacturer narrative:
Varian's investigation confirmed through the treatment data and the eclipse IFU, the customer labeled the table used for mu calculation as a dose rate table, but instead included the relative output factors. When eclipse used the dose rate table the mu calculations would lead to under dose for field sizes less than the reference field size (10 x 10 cm) and over dose for field sizes larger than the reference field size. The magnitude of the under/over dose increases the bigger the deviation from the reference field sizes. Under/over doses of up to around 25% for open fields would occur for pts treated with plans calculated with the incorrect field size. Varian was able to unapproved all algorithms and recalculate the dose to all pts that were currently in treatment. The product is operating as intended and as described in the user documentation. The incident is a result of use error. No further follow-up to this MDR is expected.